Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 440-450 units of insulin. Prior to delivering a 7 unit bolus, the insulin gauge displayed 335 units; however, the contact alleged that the fill estimate decreased to 305 units after the bolus had been delivered. The customer reported blood glucose (bg) level was 230-240 (mg/dl) with traces of ketones, which was addressed with a manual injection. Additionally, water was consumed to flush out ketones. Review of the pump data logbook showed that the insulin gauge declined by 25 units due to a 6.5 unit bolus. It was confirmed that the customer will continue to use the pump until the replacement pump arrived. If needed, the customer has manual injections as alternate insulin therapy. Follow up on (B)(6) 2016, it was confirmed that the customer was no longer testing positive for ketones, and bg level had returned to "normal".

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.